Event description:
A surgeon was beginning a radical neck dissection when a (B)(4) hemostatix scalpel blade developed a short between the two circuits thick-filmed on one side generating a brief "spark" which startled the user. Neither the pt nor the user was injured; however, the surgeon was "startled" and decided not to use the instrument.